Event description:
It was reported that a spectrum infusion pump had a constant air in line alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the air in line alarm. Evaluation found low ultrasonic readings which caused the reported symptom. Low ultrasonic readings can make the pump more sensitive to air-in-line alarms. The upstream sensor and pusher were replaced to correct this condition.